Manufacturer narrative:
One processor pca was returned for failure analysis. The reported problem was verified/duplicated during lab tests. The failure was localized to defective flash memory u39/u40.

Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported to philips that the device has a defibrillator issue. There was no patient or user involvement.